Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator may have caused or contributed to the ventricular tachycardia (vt) that occurred. This vt may have been induced by post-ventricular contraction (pvc) activity, or the rare possibility that the bi-ventricular (biv) trigger had induced the vt. The boston scientific technical services consultant discussed how although they had never known the biv trigger inducing vt, that depending on intrinsic refractory activity, this could be possible. The consultant asked if other episodes had been stored that resemble this. The boston scientific local area sales representative stated that he thinks so. The representative did turn off the biv trigger feature as a means of troubleshooting the issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this patient expired. 5.5 years after the patient expired, this device was returned for analysis.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.